Event description:
It was reported that the patient had an inappropriate shock due to the oversensing of noise. There was a stored atrial fibrillation episode which had similar noise. The sensing vector was programmed to the primary vector. Technical services discussed how to program the device sensing to the secondary vector. The clinic will consider this. There were no additional adverse patient effects. The system remains implanted.